Manufacturer narrative:
(B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was able to confirm the 'check flow sensor' alarm but not the mechanical ventilation failure. The hospital had already replaced the flow sensor. The flow sensor diaphragm was stuck to the top of the housing. The unit was returned to service.

Event description:
The hospital reported the unit alarmed 'check flow sensor' and would intermittently not mechanically ventilate. There was no reported impact to the patient.